Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 was off the bus. A field service engineer (fse) worked with the customer remotely to attempt a quick resolution or to restore at least some drawer functionality. The customer attempted recovery checked the firmware, and rebooted the system, but the issue was not resolved. The fse found that medication was lodged under pockets in main drawer 2.1 and 2.2 removed the medication. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es two drawer failed and was not detected on bus the customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.